Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to patient's blood glucose (bg) level rose to 533 mg/dl while wearing the pod for an unspecified duration of time. The patient said that there was mismatched bg values between the app and the fingerstick. The patient was experiencing chest pain, hyperventilating and fatigue. The patient also stated the diagnosis received at the time of seeking medical attention was diabetic ketoacidosis (dka). As treatment, the patient received insulin and fluids. Also, patient thought that the cannula was little bent and reported that the infusion site exhibited redness and swelling upon pod removal. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.5. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.